Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cannula had defect in the distal tip due to excessive pressure. It was indicated there was no patient involvement.